Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable pump infusing an unknown baclofen. It was reported that the manufacturer representative (rep) stated that the healthcare provider (hcp) contacted them when doing a refill and stated that the patient's pump started alarming ~13 days ago and was now reading that it's empty. The manufacturer's technical services specialist (tss) confirmed no prime would need to be done after the refill as there will still be drug in the pump tubing and catheter. The rep stated hcp said the patient seemed lethargic and not as alert as normal but was not sure if it was pump-related or potential withdrawal-type symptoms. The hcp stated that the patient's symptoms were worse than baseline. Tss explained that therapy resumed as soon as the pump was filled. (B)(6) 2025 e1: the document contained no new information regarding this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the doctor noted the patient was back to normal after refill. The doctor acknowledged the patient was non-compliant, would not attend appointment for refill visit due to unknown reasons. The practice contacted numerous times to schedule the refill. The cause of the empty pump was the patient was non-compliant. The empty pump was resolved and the patient was happy and in good health.